Event description:
This is a case report received on (B)(6), 2012, by baxter (B)(4) technician from a customer. It was reported that a flogard pump presented an unspecified mal function. The process step was not indicated. There was no patient involved, no medical injury or adverse event reported. Additional information is not expected.

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an unspecified malfunction was confirmed by service as failure 2. Service determined that the cause the the failure 2 was due to an issue with the door latch assembly. The door latch assembly was replaced to resolve the issue.